Event description:
It was reported that during routine patient care a small-bore stopcock had an issue involving intravenous line connections. Upon assessment prompted by observed low blood pressure readings, it was discovered that the sedation line had become disconnected. Approximately 10 ml of blood was noted on the patient¿s bed at the time of discovery. The site representative ensured all lines were inspected and resecured appropriately and new stopcocks were primed and connected to maintain proper line integrity. Sedation and epinephrine therapy was being administered during the event. The patient had decreased blood pressure and needed another linen change and there was loss of blood volume at time of occurrence. Further, the patient was stabilized once stopcock was replaced. There was patient involvement, and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4 - primary UDI number: only di provided as lot number is unknown.